Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported high lead impedance was confirmed in the laboratory. Analysis found that both the rv and svc cables were fractured at 3.3cm from the tip of the connector pin. X-ray photos indicated that the cables exhibited the typical appearance of a fatigue fracture. A surface abrasion on the rv and svc connector boot adjacent to the fractured regions indicated that the connectors were in direct contact with the ICD can or lead body.

Event description:
It was reported that the hv lead impedance increased and the patient received a vibratory notification. On (B) (6) 2009 the impedance values were within normal range. It was later reported that the lead was explanted.